Manufacturer narrative:
B2 corrected to include intervention required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a distributor (dist) indicated that the explanted pump and catheter had been collected and return was planned. The information had been confirmed with the health care provider.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# hg7jake 07 implanted: (B)(6) 2024; explanted: (B)(6) 2026; product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient receiving gabalon of an unknown concentration at a dose rate of 486 mcg/day via implanted infusion pump for cerebral palsy. It was reported that the patient experienced worsening spasticity. The pump and catheter were replaced. The reason for pump replacement was that the effects were varied. A variety of tests, such as a roller test and catheter contrast study were performed, but there were no abnormalities. The possibility of variability in pump operation was suspected. After the pump replacement surgery, saline was injected through the catheter access port (cap), but there were no problems with the catheter, and there were no problems with the connection region. In clinical settings, the effects were reduced on a weekly basis and strong effects were observed. There was no abnormal variability rate at pump refill. The causal relationship of the event / worsening spasticity was related to drug and unknown if related to the pump. It was further indicated that the causal relationship of the event / worsening spasticity was unrelated to the catheter, programming, or procedure. The cause of the variety in effect was unknown. It was later further reported that at the pump replacement procedure the variability in the effectiveness of spasticity improvement had been noted, with changes occurring on a weekly basis.